Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. The insulin pump had moisture damage on motor and a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the screen was foggy. The customer's blood glucose was unknown at the time of incident. The customer's spouse stated that there was fluid under the lcd display. The customer's spouse stated that the insulin pump was exposed to sweat. The customer stated that the screen was blank. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.